Event description:
It was reported that the infusion pump was being used to infuse a dilaudid solution at 32 ml/hr to be a terminally ill pt. Later the pt was found expired and the pump displayed an infusion rate of 320 ml/hr. The hosp reported that it strongly suspects that the pt changed the infusion rate himself. No add'l specific info was reported.